Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, first implant in 2011 (no specific date). Breakage of the neck and revision of neck, stem and head. Products not revised: part ID: pha04664 rimlock liner, lot: 0301081871, qty: 1. Part ID: pha06220 procotyl® l beaded coated s.60 group g , lot: 0501104192, qty: 1.